Event description:
A customer reported experiencing a cartridge alarm 20 on their pump, which resulted in a high blood glucose level. The customer administered a correction bolus via the pump to address the high blood glucose level. Technical support confirmed that the alarm issue did not occur during the loading process, and although there was no previous report of similar alarms with this specific pump, consecutive cartridges had experienced alarms. It was decided that the customer's pump would be replaced, with a new pump that includes updated software being sent to them. The customer was advised on storage mode procedures for the current pump and was instructed to return it to tandem using a provided return box and pre-paid label within ten days. There were no additional assistance required from a third party, and the replacement pump was dispatched without a signature required for delivery.